Manufacturer narrative:
D4: lot #: unknown. D4: expiration date: unknown. D4: UDI: no equivalent UDI for (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: pediatric supervisor. G4: 510k: not available as per gudid. H4: device manufacture date: unknown. The actual device was not available for return; therefore, the details of the actual condition of the sample was unable to be determined. Since the lot number is unknown, an evaluation was not performed. A total of ten (10) complaints were received from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and manufacturing process. The representative samples were subjected to simulation as per instructions for use (IFU). The safety needles were securely tightened to the syringe with a clockwise twisting motion until resistance was felt. The safety sheath was activated with a one-handed technique using the three methods: finger, thumb, and hard surface. An audible click was heard indicating successful safety activation. Result: the cannula is fully engaged under the lock (sheath tooth). No irregularity or bending of the cannula was encountered during and after sheath activation. The root cause of the complaint could not be identified. The actual sample is not available for evaluation and no retention sample and records were verified since the lot number is unknown. We have not encountered difficulties, bent cannula, or any irregularity during the simulation of the representative samples through manual sheath activation. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. A series of inspections are being performed during in-process and qc outgoing which check the condition of sg3 needles. Only lots that passed the inspection can be shipped. We advise you to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of mckesson sg3 safety needles in which warnings to prevent needle stick cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the involved prevent needle bent at a 90-degree angle upon activation and was saved. There were no needlestick injuries resulting from this incident. The reported event did not result in patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention.